Event description:
It was reported that the right ventricular coil triggered an alert for high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. Chronic coil impedance has been in the 80s and 90s. Measurement of 104 ohms on (B)(6) 2014 is within normal variation. Concomitant product: 1688t st. Jude lead implanted: (B)(6) 2006. (B)(4).